Event description:
During verification testing at the manufacturing facility, solution leaked from the top right corner of the solution container.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.